Manufacturer narrative:
(B)(4). Final device evaluation found that the device was returned with a piece broken off the tip of the device. The device was viewed under magnification, and it was determined that the piece was the clevis end of the push rod that had fractured off of the device. The clevis pin also was not present.

Event description:
It was reported that during a carpal tunnel surgery while attempting to fire the blade from the device, a piece of the blade tip popped out inside the pt's hand and the device was no longer functional. The piece was retrieved with no pt harm. Another device was used to complete the case. There was no pt injury.